Event description:
It was reported that prior to use with the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, one tube had an incorrectly colored stopper. The following information was provided by the initial reporter, translated from dutch: in our order of 30 x 100 tubes ref. 367525, we received a package of 100, where one of the tubes has orange/brown rubber and all the others have black rubber.

Manufacturer narrative:
H3. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect stopper color was observed. One tube had a red stopper instead of the expected grey stopper. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of incorrect stopper color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of incorrect stopper color. Bd was not able to identify an exact root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.